Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml baclofen at an unknown dose and concentration via an implantable pump for intractable spasticity and stroke. It was reported that the patient had a granuloma formation at the catheter tip. No environmental, external, or patient factors were noted to have led or contributed to the issue. Diagnostics included an MRI. The catheter was revised and a resection of the tumor occurred. The issue was noted to be resolved and the patient was noted to be "alive- no injury". The pump logs noted that there were three motor stalls that all recovered within two hours that occurred on (B)(6) 2017. The event date was noted to be (B)(6) 2017. The patient's medical history included lower extremity spasticity. The patient's concomitant medications included acyclovir, pepcid, flomax, lipitor, atarax, lyrica, diamox, florinef, vitamin d, zofran, vancomycin, dextrose, glucagon and percocet. Additional information was received from a manufacturer's representative. It was reported that the patient did have a magnetic resonance imaging (MRI) session that was reviewed intra-op but the dates of the MRI's were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.